Event description:
Pt presented with metastatic carcinoid tumor. The pt presented for therasphere treatment with liver metastases. Pt was treated in 12/00 and received approx 138.0 gy administered to the entire liver. Pt was discharged the same day without incident. Adverse events: pt has been seen weekly by oncologist regarding gi symptoms including irretractable nausea and vomitting, stomach discomfort, and weight loss. Treatment included po reglan, prevacid, anzemet, and dietary restrictions. Egd performed revealed the presence of a grade IV gastric ulcers. Treated with omeprazole po. Pt will be followed regarding progress. Relevant tests/laboratory data: egd results: one non-bleeding cratered gastric ulcer with no stigma of bleeding was gound in the antrum and in prepyloric region. Lesion was 25mm in largest dimension. Ulceration extended into duodenal bulb.